Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system - non-dehp solution sets leaked from the blue air vent above the priming chamber. The event was further described as "leak with the cap opened or closed". This occurred prior to adding a chemotherapy drug. A non-baxter spike adaptor was used in the set up between the solution bag and the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for b3 (date of event). Should additional relevant information become available, a supplemental report will be submitted.